Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
During coil embolization procedure, two detachment attempts were performed. However, after the two detachment cycles were completed, the coil did not detach. It was reported that upon removal of the coil from the aneurysm, it detached. The case was completed successfully; however, the tail of the coil remained in the internal carotid artery (ica). The physician did not administer any treatment in response to the event. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
During coil embolization procedure, two detachment attempts were performed. However, after the two detachment cycles were completed, the coil did not detach. It was reported that upon removal of the coil from the aneurysm, it detached. The case was completed successfully; however, the tail of the coil remained in the internal carotid artery (ica). The physician did not administer any treatment in response to the event. There were no clinical consequences to the patient.